Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced pericardial perforation that required pericardiocentesis and surgical intervention. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device was connected to carto 3 system, and it was possible to visualize the device. No errors or noise appeared. The device was zeroed and deflected, the force values were observed within specification and the vector was pointing to the correct direction. Then, a 60-second ablation cycle was performed, and the force was less than 3 grams. During the ablation cycle, the device was deflecting and irrigating correctly. A manufacturing record evaluation was performed for the finished device number lot 31419940l and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The root cause of the adverse event remains unknown. The physician's opinion on the cause of the adverse event was a steam pop while ablating the cavotricuspid isthmus (cti). The instruction for use (IFU) contain the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced pericardial perforation that required pericardiocentesis and surgical intervention. There was a steam pop and the blood pressure dropped which led to the discovery of the pericardial effusion on intracardiac echocardiography (ice) and surface echo. A drain was inserted into the patient. Pericardiocentesis was done but not enough blood was draining from the patient's body. The patient was sent to surgery and was reported to be stable when she was initially sent to surgery. Patient had a cardiac window, and the perforation was located in the cavotricuspid area. Patient has fully recovered and did not require extended hospitalization. The physician's opinion on the cause of the adverse event was a steam pop while ablating the cavotricuspid isthmus (cti). They could see the effusion on ice in the cti area. About 9 seconds into the application, the steam pop occurred and the physician stopped the application immediately. Procedural act was greater than 300s. Transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion in the laa (left atrial appendage) and ra (right atrium). No error messages were observed on biosense webster equipment during the procedure. It was also reported that there was noise on the carto 3 system and the recording system. The physician had an intact ECG signal available to monitor patient heart rhythm. The cable was unplugged, and the issue was resolved temporarily. The cable was replaced with no resolution. They continued to use the sheath, and the procedure continued.